Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that no sound for high alert on g6 app was reported. No additional patient or event information is available. Data was provided for investigation. The problem was not confirmed. The reported complaint of no audible alert on the dexcom g5 mobile application could not be confirmed as the alert was triggered at the correct time.